Event description:
Additional information: per the initial reporter, the hcp mentioned motor stalls occurred with several of their patients' pumps, but the hcp did not mention needing 10-20 pumps replaced. Per another reporter, the hcp believed the 40 ml synchromed ii pumps have earlier "failures" than 20 ml pumps; the hcp believed there has been an increase in "early failures" over the past 2-3 years with regard to the patients they manage who have the pumps implanted. Per another reporter, the physician was interested in warranty/credit regarding pumps. The physician was not aware of motor stall/device issues. The physician had no further concerns.

Event description:
It was reported that that a clinic indicated that they had had "10-20 pumps that had motor stalls that needed to be replaced". Additional inofrmation has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received later indicated that the "everything was a blanket frustration statement made by the nurses". "Every time we have a pump that has given us problems or seemed to fail and we have replaced it, we have turned it in for analysis. The analysis mostly comes back normal; however, we do still have more problems with the synchromed iis in numbers than we did with the synchromed els; and that is just my 12 years of experience".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).